Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the mildly calcified and moderately tortuous iliac artery. The wanda 7.0-40, 80 balloon was inflated to ten atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported. This product is only ous approved, but is similar to an approved us device.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The post probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).